Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the surgeon through a clinical survey that postoperatively to a biceps tenodesis procedure on (B)(6) 2016, the patient had abnormal outcome and postoperative neurological complications. No additional information was provided.